Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s prostatectomy procedure the surgeon believed the cable inside the large needle driver instrument was broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
No adverse event or incident was alleged to have occurred. The instrument was returned and evaluated. The customer reported complaint of broken cable was not confirmed. The instrument was placed on an in-house system and recognition and engagement testing passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed all grip functions successfully. No cable damage was found. Engineering also observed an instrument performance test (ipt) failure. The instrument was installed on ipt for an additional functional check. The offset test failed on axis 3. This failure does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.